Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump lost power last night initially. The patient has changed the battery three time and noticed that there was corrosion on 2 batteries. Now with the third battery change, there is no corrosion but the pump is frozen and buttons are unresponsive. It is frozen on the verify screen. The pump is being returned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation found corrosion in the battery compartment. The battery cap was not returned so a test battery cap used for testing. The pump was powered on with audio and vibration tones. A leak test failed due to battery compartment crack. The pump was not able to rewind, load and prime. The pump was removed from casing and there corrosion on display, motor ir, and ic board inter connects.